Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1998. There were no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was reported that the patient was hospitalized seven days prior to death and was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.